Event description:
It was reported the display blacked out on top portion. It was also reported lcd (liquid crystal display) segments have some that are "blacked out". The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event. Lcd (liquid crystal display) is bleeding. Analysis also found the upper case, lower case, one bail cover, ring cover, and battery drawer are broken. One bail cover and one bail are missing. Battery contacts are compressed, the ring is bent, and the keyboard is scratched.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.